Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a thrombus/clot issue occurred. It was reported that after the procedure, when the octaray electrode was checked, char was adhered to the tip electrode. The octaray was placed in the pulmonary vein (pv) at the time of ablation. The procedure was completed without any action because the event was discovered after the procedure completion. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The activated clotting time (act) was maintained 300-400sec. The procedure was completed without patient consequence. The device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on one on electrode of the device's tip was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation (mre) was performed for the finished device number lot 30986571l and no internal actions related to the complaint were found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a thrombus/clot issue occurred. It was reported that after the procedure, when the octaray electrode was checked, char was adhered to the tip electrode. The octaray was placed in the pulmonary vein (pv) at the time of ablation. The procedure was completed without any action because the event was discovered after the procedure completion. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The activated clotting time (act) was maintained 300-400sec. The procedure was completed without patient consequence. The thrombus/clot issue is MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).